Event description:
Dr. Completed 1st lesion, started 2nd lesion, found temperature reading dropped. He retracted needle, redeployed and tried again. Found no temperature reading. Dr. Saw needle tip broke off inside pt. Dr. Completed tuna procedure using another cartridge of same lot. Dr. Used forceps and removed the needle tip from pt.